Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons do not activate the device properly has been confirmed. Upon evaluation, the rear response button traces were worn. The cause of the inability to activate the device properly is the worn traces. The root cause of the worn traces was not positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that the response buttons on a patient's monitor would not activate the device properly.